Event description:
On (B)(6) 2011, the reporter contacted animas to troubleshoot the patient's elevated blood glucose. Reportedly, the patient's blood glucose has been intermittently elevated to 200-300 mg/dl for the last 2-3 weeks. On the day of the call to animas, the patient's blood glucose at lunch time was over 500 mg/dl after he changed the infusion site. At 1:20 pm, the patient reportedly had moderate ketones and tested at 599 mg/dl. The patient's mom gave the patient correction insulin with syringe and approximately 90 minutes later, the patient's blood glucose lowered to 529 mg/dl. The patient also received hcp advice at 1:30pm the same day to increase the basal rate from 0.70 u/hr to 0.75u/hr. The animas representative performed troubleshooting to evaluate the animas pump and to assess the patient's alleged elevated blood glucose. The advance features and the basal segment are correctly programmed according to the patient's usage. The date and time was confirmed to be accurate. There were no issues such as leakage and air bubbles with the infusion set or the insulin cartridge. There is no sign of infusion site issues such as redness, swelling, hardness or bleeding. There was no sign of a kink or bending of the cannula at the infusion site. There was no change in the patient's activity, health, diet or medication. The animas representative concluded there was no pump malfunction. Based on the provided information, it is unknown what specifically contributed to the patient's alleged symptoms and elevated blood glucose. Although there was no evidence of a product malfunction found at the time of troubleshooting, this complaint is being reported because the patient developed signs/symptoms suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.